Event description:
It was reported that at the time of the report the patient was in the hospital. The saturday prior to the report the patient had difficulty sleeping and was on 2 types of sleep aids that "generally allow his to sleep". The following day the patient's leg began to shake, had loss of appetite and was irritable and uncomfortable. The patient was instructed by a nurse to take oral baclofen. On the day of the report an x-ray and "port test" were performed as well as a pump refill. The nurse saw a "bubble" which indicated a clogged catheter. The patient began shaking even more on the day of the report. A catheter revision was anticipated. It was also reported that the patient had 3 revisions in the last 8 months, including the anticipated revision. One was due to a hole in the catheter and the other a blockage of the catheter. The reporter stated that 3 catheters were left in the patient as the physician did not take the catheters out when the revisions were performed. The patient status at the time of the report was unknown. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8 596sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).